Event description:
It was reported to boston scientific corporation that following implantation of a pinnacle pelvic floor repair kit (exact type unknown), the patient experienced multiple erosions. According to the complainant, the mesh kept breaking down. The patient has reportedly recovered and is doing well. All other information is reportedly unavailable.